Event description:
It was reported that thrombosis occurred. The 99% stenosed target lesion was located in the non-tortuous and high-grade lesion of the proximal left anterior descending artery. A 2.50 x 16mm synergy xd drug-eluting stent was advanced; but failed to cross the lesion and thrombosis occurred. Multiple balloon inflations and an attempt to place the stent were performed. The patient was placed on an intra-aortic balloon pump to be safely transferred to another facility. The patient was in stable condition post procedure.